Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 41-year-old female patient who had essure (batch no. 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy ((uterus and cervix removed) surgical removal of coil(s))). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure confirmation test: she did not underwent for confirmatory test. She received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). The essure device was released two coils were noted past the os of the tubal site. Ssc complete 4 coils right, 2 coils left fluid deficit less than 100cc. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-nov-2019: ¿update of information (batch is not valid)¿. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 41-year-old female patient who had essure (batch no. 962111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy ((uterus and cervix removed) surgical removal of coil(s))). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure confirmation test: she did not underwent for confirmatory test. She received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). The essure device was released two coils were noted past the os of the tubal site. Ssc complete 4 coils right, 2 coils left fluid deficit less than 100cc. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 41-year-old female patient who had essure (batch no. 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy ((uterus and cervix removed) surgical removal of coil(s))). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure confirmation test: she did not underwent for confirmatory test. She received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). The essure device was released two coils were noted past the os of the tubal site. Ssc complete 4 coils right, 2 coils left fluid deficit less than 100cc. Plaintiffs received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted as essure confirmation test: she did not underwent for confirmatory test. She received treatment for pelvic/abdominal pain and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: this case become incident. New events abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury was added. Event outcome update as recovered / resolved. Patient date of birth added. Iud insertion date was update from 2012 to (B)(6) 2013 and removal date added. Reporter causality comment added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.